Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Nurse reported that insulin leaks into the reservoir compartment and the customer had high blood glucose levels and keytones. No further information was provided.